Event description:
It was reported that the patient heard their device start to make "high-low" beeps. The paramedics were called and the paramedic reported that the patient's hr (heart rate) was in the sixties and that there was no pacing. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 507645 implantable pacing lead - implanted: 2003 (B)(6); 694758 implantable tachy lead - implanted: 2003 (B)(6). (B)(4).

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.